Event description:
It was reported that a clearlink, non-dehp solution set leaked between the drip chamber and the tubing. This was observed during patient use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Device manufacturer address 1: (B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction b5: as a result, the tubing was removed from the patient and a new tubing was hung (omitted on initial). H10: the device was received for evaluation. Visual inspection was performed using the naked eye which did not identify any abnormalities that could have contributed to the reported condition. A functional testing was performed including clear passage and pressure testing which revealed a leak between the assembly of the tubing into the drip chamber. The assembly of the tubing into the drip chamber did not meet the specifications. Additional priming was performed at the set with a sterile water which observed a leak in the affected area. Dimensional testing was performed at the tubing and this did meet the specifications. The reported condition was verified. The cause of the condition could not be determined; however, the most probable cause was due to improper manual assembly during manufacturing process. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.